Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The clinician had trouble maintaining stable telemetry. Upon interrogation, the implantable cardiac monitor exhibited r-wave undersensing. Programming changes were made but the issue was still present. Physician elected to keep the device in the same spot because the signal was good. Patient will continue to be monitored.